Event description:
Hcp reported pt presented 3/2004 with signs of an infection of the device pocket and lead track. These include fever, redness, swelling, drainage, and pain. Cultures of the device pocket - staph aureus was the organism cultured. The pt was treated with both IV and oral antibiotics. Total device system explant nine days later. Hcp reported pt's infection is now resolved.